Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the oxygen concentration did not rise. There was no patient or user harm was reported.

Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 03jun2019. The manufacturer¿s international service technician could not confirm the reported oxygen concentration issue. The error record was checked but no occurrence of error indicating a failure was confirmed. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Since repair was canceled by the customer, repair was not performed and the unit was returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.